Event description:
Right ventricular lead oversensing was reported. During the procedure to replace the lead, a problem was noted with the ipg. A new lead was placed, yet still unable to get output or sensing on ventricular channel. The patient is pacemaker dependent. Addtional information on this event reports the device can was damaged from hemastats after the patient went asystolic and was subsequently explanted.

Event description:
Asku

Manufacturer narrative:
Evaluation summary: analysis confirms the no output condition was the result of lifted bond wires to connector block. The failure occurred at the connector block due to voids at the base of the bonding area which reduced the wirebond strength. The root cause and mechanism leading to the formation of the voids is not known.